Manufacturer narrative:
Non-cfn extension set, two spiro connectors, one non-cfn bag access, 10ml bd syringe, ref (B)(4), lot 619411d, exp (B)(6) 2019, 0.9% sodium chloride injection and 1000ml baxter exactamix bag, ref (B)(4), lot 1164927, exp (B)(6)2019, rituximab and sodium chloride 9%; therapy date (b)(64) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that rituximab 697.5 mg in 627.75ml was infusing at an unspecified rate. The device alarmed for air in line. The user open the latch door to the module noticed a leak at the silicone section. Although requested there is no other event details provided.

Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Upon initial visual inspection, the silicone segment was not found to be ruptured or damaged. The retainer ring on both the upper fitment and lower fitment were still intact and showed no signs of damages. No other defects were found anywhere on the rest of the set. Functional and pressure testing was performed; a leak from a pin-hole tear was observed on the silicone segment near the upper fitment . The root cause of the leak was from a pinhole tear near the upper fitment.